Event description:
New information states that the patient was in a stable condition before, during and after the procedure.

Manufacturer narrative:
The field event of guidewire could not be removed was confirmed. The cause of reported event was isolated to bunching of the stripped guidewire, ptfe coating and inner coil.

Event description:
It was reported that during the implant procedure, guidewire was stuck in the left ventricular lead and could not be removed. The lead was not used. A new lead was implanted successfully.